Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). Block d2b: additional pro codes: nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) has passed away. No additional information was available. The cause of death was not reported. The physician for the patient provided information that the patient suffered from dementia and that was believed to have contributed to their death. They indicated the stimulator was not thought to have caused or contributed to the death. The stimulator remained implanted.

Manufacturer narrative:
Block d2b: additional pro codes: nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event. The subject device was not returned; therefore, no device evaluation was performed. A review of the available clinical information and investigation activities identified a reported adverse outcome (death). However, the information provided included only a potential contributing condition, which could not be confirmed or substantiated with objective evidence. No device malfunction or deficiency was identified based on the available information. Given the limitations of the investigation and the absence of sufficient objective evidence to establish causality, the probable cause is assessed as cause not established.

Event description:
It was reported that the deep brain stimulation (dbs) has passed away. No additional information was available. The cause of death was not reported. The physician for the patient provided information that the patient suffered from dementia and that was believed to have contributed to their death. They indicated the stimulator was not thought to have caused or contributed to the death. The stimulator remained implanted.